Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced a progressive decrease in urinary flow, which worsened to dribbling urination. Endoscopic evaluation revealed urethral erosion associated with the aus cuff, extending along the anterior urethral surface, with associated obstructive voiding difficulties. The device was deactivated, and a urinary catheter was placed. A surgical procedure was performed in which the aus was completely removed. There were no further patient complications reported.